Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with the available data indicating a suspected electrode fracture. Ts discussed device programming options and recommended a revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates indicates x-ray imaging was performed and this electrode was explanted. A new electrode was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with the available data indicating a suspected electrode fracture. Ts discussed device programming options and recommended a revision. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with the available data indicating a suspected electrode fracture. Ts discussed device programming options and recommended a revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates indicates x-ray imaging was performed and this electrode was explanted. A new electrode was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately ~89-100mm and 109-115 mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site in december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.